Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they needed help with how to bolus with new insulin pump and mentioned that experienced high blood glucose level of 405mg/dl. The customer was assisted on how to bolus and blood glucose went down to 304mg/dl before call ended. The customer was assisted with infusion set change and they stated that the reservoir was dripping out. Reservoir leak troubleshooting was performed. Customer stated that the leak occurred while filling reservoir and was coming from the bottom of the reservoir. The customer stated that the leak was past the second o-ring. The customer stated that they did not use the reservoir and it was not placed in the insulin pump. Customer was advised on proper preparation techniques. The reservoir will be returned for analysis.